Event description:
(B)(4). It was reported that following a percutaneous transluminal angioplasty (pta) procedure there was stenosis. An occlusion was identified in the right external iliac artery. Intraluminal diameter was measured at 1.0mm and lesion length was 20mm. A wallstent rp 7.0x34mm was implanted. A second device was used, type of device and size not provided. The procedure was technically successful with residual stenosis of less than or equal to 30%. No procedural complications were reported. At discharge there was hemodynamic and clinical success. At the one month follow up there was residual stenosis of greater than 30%. No information if re-intervention was performed. Follow up assessments were not performed at 3, 6, or 9 months. Follow up assessment at 12 months revealed there was residual stenosis of less than or equal to 30%.

Manufacturer narrative:
Event date - (B)(6) 2006. The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.